Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin had broken speaker on one and it did not alarm anymore. Customer also stated they had a broken ring on the top which was not keeping the reservoir in there properly caused the plunger to jam then, after freeing up the plunger administered a dangerous amount of insulin. No harm requiring medical intervention was reported. The device will not be returned for analysis.